Manufacturer narrative:
Investigation summary: on (B)(6) 2018, two unused units in slightly opened package from catalog number 381112, lot number 7054851 were received. The samples received were analyzed at bd sandy where it was confirmed opened package. This is the first complaint for on package seal integrity poor/questionable lot 7054851, product code 381112. DHR review: a review of the device history record was completed for final product catalog #381112 lot 7054851 manufactured from 07-mar-17 at 08-mar-17 in multivac r530-2 package machine. This lot was reviewed regarding the following tests: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. There were no records of failure/ integrity of the seal in the batch history analysis and in the records of non-conformity or quality notification for the claimed batch. It should be noted that the sample demonstrated the sealing mark on the film, which shows that sealing occurred normally during the sealing process. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier. It was determined as an action to exchange the adhesiveness of the paper. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, the package was opened. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, the package was opened. There was no report of exposure, injury, or medical intervention.